Event description:
It was reported that during a ptca/stent procedure, the attempt to position the stent delivery system (sds) and stent, resulted in stent misalignment. The sds and guiding catheter were removed as a unit. The stent became separated from the sds at the arterial access sheath. A guide wire was used to retrieve the stent. Reportedly, there was no pt injury.